Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 087 alarm issue. The battery was reportedly replaced multiple times with no resolve. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: the returned battery and cartridge caps were used during investigation. A ¿call service (cs) 069¿ alarm was reproduced during the rewind step and the remaining steps were unable to be verified. A "cs69¿ failure was written as ¿cs87¿ failure in black box. A component failure was found on the pcb.